Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent vibratory alerts. The nurse confirmed that there were no alerts or out of range measurements. The patient was recommended to keep track of dates and times of the alerts.